Event description:
It was reported the patient underwent on an unknown procedure on an unknown date in 2025 and topical skin adhesive was used. The doctor was using the adhesive it ruptured and spilled into the doctor. There were no patient adverse event. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(6). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Did this issue contribute to any patient adverse event? No. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No, it seemed normal. Was the ampoule crushed repeatedly? No, the one time. Did this issue contribute to any user adverse event? Glass shard from ampoule cut through his glove that had patient's contaminated blood and stabbed his thumb. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Dr. Interventional radiology. Customer did not want to finish answering the rest of the questions. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any user adverse event? If so, what was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? No product is available for return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.